Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, the device was found to be in backup vvi. A device download was successfully performed and restored the device to normal operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.